Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H2: additional information. 3004753838-2025-059772 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 9/23/2025 it was determined this complaint is not reportable per corpft-(B)(4).